Event description:
It was reported that the ventilator's battery operating time was short (0 minutes) and the ventilator had a ln vent1 alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.